Event description:
It was reported that the tracheostomy tube had damage to the flange during its second use. The tube was immediately removed from use. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. A device history review was also conducted, and no deficiencies were found.